Event description:
The rpeorter responded to a patient described as in cardiac arrest. An electrodes package with the device was opened. Reportedly the electrode posts would not secure to the device sternum and apex cable ends. No additional event information was reported. Following the event the reporter determined that the wrong type of electrodes had been used. The reporter did not know patient outcome.